Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and the screen was black. Remote smart service shown offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station, label printer, and refrigerator were all connected to a single extension cord with a ground fault interrupt (gfi) circuit. A field service engineer (fse) reset the gfi, after which all connected devices powered on and resumed normal operation. This recurring issue had been previously communicated to the pyxis coordinator, and it was advised that facilities provide a dedicated power outlet or implement an alternative solution to prevent total power disruption caused by gfi trips. The customer logged into the application and confirmed access to various storage spaces. The system functioned as intended after the field service engineer repaired the device.